Event description:
It was reported that this implantable lead was an attempted implant in the left bundle branch (lbb) due to lead damage. The distal portion of the lead from the ting to the tip was too 'floppy' and could not be burrowed as deeply as was desired into the septum. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable lead was thoroughly inspected and analyzed. It was observed that the helix was bent/deformed with gouge marks present. Bent helix damage is most probably user induced. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this implantable lead was an attempted implant in the left bundle branch (lbb) due to lead damage. The distal portion of the lead from the ting to the tip was too 'floppy' and could not be burrowed as deeply as was desired into the septum. A new lead was successfully implanted. No additional adverse patient effects were reported.